Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and uterine infection ('infection (other) describe: uterine infection') in a (B)(6) female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and anterior colporrhaphy. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding and hemostasis. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder prolapse ("bladder or urinary problems or changes: bladder prolapse"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amenorrhoea ("hormonal changes describe: amenorrhea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), uterine infection (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), headache ("migraines/headache: headache"), ovarian cyst ("ovarian cysts"), papilloma viral infection ("reproductive system disorder or condition-type of disorder or condition: human papillomavirus"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy¸ total hysterectomy (uterus and cervix removed) and novasure ablation (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, amenorrhoea, mood swings, vaginal haemorrhage, dysgeusia, uterine infection, depression, anxiety, acne, bladder prolapse, headache, uterine leiomyoma, ovarian cyst, papilloma viral infection, feeling abnormal, allergy to metals, dysmenorrhoea, weight decreased, abdominal distension, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amenorrhoea, anxiety, bladder prolapse, depression, dysgeusia, dysmenorrhoea, feeling abnormal, headache, menorrhagia, mood swings, ovarian cyst, papilloma viral infection, pelvic pain, uterine infection, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure model number in current pfs: ess205 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: the device was in place. Ultrasound scan - on an unknown date: result: multiple uterine fibroids measuring 1.6 x 1.3 x 1.5. 2.b x 2.7 x 2.7 and 2.3 x 1.9 x 2.3 cm. It was also noticeable large ovaries with the appearance of bilateral ovarian cysts. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Essure lot number and explant date were added. Product indication updated. Previously reported ¿injury to herself¿ was update to pelvic pain. Following events were added: amenorrhea, mood swings, abnormal bleeding(vaginal), menorrhagia, metallic taste in mouth, uterine infection, depression, anxiety, acne, bladder or urinary problems or changes: bladder prolapse, headache, uterine fibroids, ovarian cysts, hpv, brain fog, nickel allergy, dysmenorrhea (cramping), weight loss, bloating, hair loss and vaginal pain. Event severity added for: pelvic pain and vaginal pain. Reporters, medical history, lab data, treatment and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and uterine infection ('uterine infection') in a 26-year-old female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and anterior colporrhaphy. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding and hemostasis. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 1 day after insertion of essure. In (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2008, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In (B)(6) 2009, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2009, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines/headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids/cysts in my uterus") and experienced ovarian cyst ("ovarian cysts") and papilloma viral infection ("human papillomavirus"). In (B)(6) 2017, the patient experienced bladder prolapse ("bladder or urinary problems or changes: bladder prolapse"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), amenorrhoea ("hormonal changes describe: amenorrhea"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy¸ total hysterectomy (uterus and cervix removed) and novasure ablation ((B)(6))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine infection, amenorrhoea, mood swings, vaginal haemorrhage, depression, anxiety, acne, bladder prolapse, uterine leiomyoma, ovarian cyst, feeling abnormal, allergy to metals, weight decreased, abdominal distension, alopecia, vulvovaginal pain and urinary tract infection outcome was unknown and the dysgeusia, migraine, papilloma viral infection and dysmenorrhoea had resolved. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amenorrhoea, anxiety, bladder prolapse, depression, dysgeusia, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, mood swings, ovarian cyst, papilloma viral infection, pelvic pain, urinary tract infection, uterine infection, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure model number in current pfs: ess205 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: multiple uterine fibroids, noticeable large ovaries with the appearance of bilateral ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs was received. Event uti was added. Event onset dates were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and uterine infection ('infection (other) describe: uterine infection') in a 36-year-old female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and anterior colporrhaphy. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding and hemostasis. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder prolapse ("bladder or urinary problems or changes: bladder prolapse"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), amenorrhoea ("hormonal changes describe: amenorrhea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), headache ("migraines/headache: headache"), ovarian cyst ("ovarian cysts"), papilloma viral infection ("reproductive system disorder or condition-type of disorder or condition: human papillomavirus"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy¸ total hysterectomy (uterus and cervix removed) and novasure ablation (2016)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine infection, amenorrhoea, mood swings, vaginal haemorrhage, dysgeusia, depression, anxiety, acne, bladder prolapse, headache, uterine leiomyoma, ovarian cyst, papilloma viral infection, feeling abnormal, allergy to metals, dysmenorrhoea, weight decreased, abdominal distension, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amenorrhoea, anxiety, bladder prolapse, depression, dysgeusia, dysmenorrhoea, feeling abnormal, headache, menorrhagia, mood swings, ovarian cyst, papilloma viral infection, pelvic pain, uterine infection, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure model number in current pfs: ess205. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: the device was in place.. Ultrasound scan - on an unknown date: result: multiple uterine fibroids measuring 1.6 x 1.3 x 1.5. 2.b x 2.7 x 2.7 and 2.3 x 1.9 x 2.3 cm. It was also noticeable large ovaries with the appearance of bilateral ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc. (Product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.